Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricular output connector had a piece of the lower case stuck down inside the connector. The lower case is broken. Analysis also found the upper case is damaged, battery release is contaminated, one side bail cover is broken, and one side bail cover is missing. The ring cover, ring bail, one side bail and one case screw are missing. Battery contacts are compressed, battery drawer is broken, and the keyboard is scratched.

Event description:
It was reported the "+v-" output is bad. It was also reported the case is cracked. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.